Event description:
On (B)(6) 2014, information was received from an hcp indicating that the patient was removed from their home and was placed in a new foster care home the month that the device issue occurred (in june). The new caregivers had heard a critical alarm. They had the patient come in the next day. At that appointment the logs showed the pump had multiple motor stalls with a successful recovery. The patient was asymptomatic for baclofen withdrawal symptoms at that time. The patient¿s new caregivers did not report any changes; however, the concern was that the patient would become symptomatic if the pump continued to stall. They were scheduled for a pump replacement at that time.

Event description:
On (B)(6) 2014 information was received from a representative indicating the pump died after two years and the doctor would like it investigated. The pump was explanted. The medication infused was baclofen. On (B)(6) 2014 information was received from a representative indicating the medication infused was lioresal. The elective replacement indicator (eri) and end of service (eos) did not occur. Alarms occurred and they were the reason the patient was brought in for the doctor to evaluate. The doctor stated that they read the pump logs, and the logs showed that the pump had stopped for about twelve minutes and then spontaneously restarted on its own. The patient had no symptoms prior to their pump replacement. The patient was reportedly doing fine. On (B)(6) 2014 information was received from a healthcare professional (hcp) with logs that revealed multiple motor stalls with recoveries between (B)(6) 2014. The alarm was due to the motor stall. The patient¿s baclofen treatment was ongoing. The patient did not have significant symptoms. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4). Analysis of the pump revealed a motor feedthru anomaly as there was shorting across the insulator.